Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was received in the jaw of each instrument. Instrument one had a bent blade. Each jaw gap was measured and the instrument met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. The broken needle was removed from each instrument. Each instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Each instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for each instrument. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a vaginal sacrocolpopexy, it was noticed the needle was no longer attached to the device. A new device and reload was opened. After several knots being thrown again the device was removed and again the needle had become detached. The patient has been sent for an x-ray to attempt to locate both needles. Currently patient still has two needles implanted.